Manufacturer narrative:
The device was returned for evaluation. Visual inspection found that the lens was almost completely torn in half lengthwise. One set of haptic arms were cut in half and the second set were almost completely cut in half. Two haptic arms were bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.

Manufacturer narrative:
Though requested, the product has not been returned for evaluation. The investigation is ongoing. (B)(4).

Event description:
It was reported that 1 month post implant of an intraocular lens (iol) into the left (os) eye, the surgeon observed a 1.5 diopter shift. The surgeon stated the memory of the acrylic when rotated would not maintain posterior vault. A successful lens exchange using the same model and diopter lens was performed 1 month 11 days after original implant. In the surgeon's opinion, the most likely cause of the event was z changes. The patient's outcome is good, but the new lens is flat, not posterior.